Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type extension product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation or therapeutic effect. It was noted that the system was explanted. No diagnostic testing or troubleshooting was performed. It was noted that the patient wanted the system explanted because, it was not covering her pain anymore and she had lost so much weight that the implantable neurostimulator (ins) had become uncomfortable. It was noted that the system was working fine, but it wasn¿t helping the patient. It was noted that the patient had less than 50% therapy relief. Additional information received reported that the patient was doing fine after post surgical recovery. It was noted that the patient stopped using the ins went they felt it wasn¿t covering pain adequately and let the ins overdischarge. No relevant interrogation due to the ins being fully discharged.

Manufacturer narrative:
(B)(4).